Event description:
The customer reported that 1 hour into the feed, air was getting pulled. They reprimed to push air out, pressed run and air sucked at the lever point at the top rota again. They replaced it with a new set.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Decontaminated samples were received at the plant for the investigation. Photos and a video were also received. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The physical samples were unable to be functionally tested due to them being heavily contaminated with food. Upon a visual evaluation of the photos and videos, the defect was confirmed; there was air in the line. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences.

Manufacturer narrative:
Updated h6 evaluation codes: investigation findings to 180.

Manufacturer narrative:
A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon review of the photo sample, the reported issue was confirmed; air was in the line. A corrective and preventive action has been initiated to address the reported issue. If a physical sample is received at a later date, this complaint will be reopened for further investigation.